Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode. His daughter drove him to the hosp where he received sugar and was released the same day. Pt is uncertain of what his cgm was displaying. He recalls the last value being 220 mg/dl and his bg being 32 mg/dl at the time of his episode. At the time of his call to dexcom technical support pt reports he was doing fine.